Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. Vascular access was obtained via the right femoral artery. The eccentric shaped, totally occluded, de-novo target lesion was located in the non-tortuous, 2-3mm in diameter right distal tibealis posterior. This 300cm v-14 control wire was selected for navigation through the vessel. The wire met resistance during advancement through the lesion. The lesion was calcified so the tip of the guide wire kinked. Going forward it was noted that approximately 2cm of the guide wire tip detached in the vessel. A 2mm non-bsc balloon catheter and a 300cm non-bsc guidewire were selected and used to secure the broken guide wire tip against the vessel wall. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal tip was detached and kinked. All outer diameter measurements were taken and met specification. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following result: failure occurred due to a bending cyclic fatigue with a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a tip detachment occurred. Vascular access was obtained via the right femoral artery. The eccentric shaped, totally occluded, de-novo target lesion was located in the non-tortuous, 2-3mm in diameter right distal tibialis posterior. This 300cm v-14 control wire was selected for navigation through the vessel. The wire met resistance during advancement through the lesion. The lesion was calcified so the tip of the guide wire kinked. Going forward it was noted that approximately 2cm of the guide wire tip detached in the vessel. A 2mm non-bsc balloon catheter and a 300cm non-bsc guidewire were selected and used to secure the broken guide wire tip against the vessel wall. No further patient complications were reported and the patient's status is stable.